Event description:
The user facility reported a patient undergoing high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device and upon removing the purge cassette from its packaging the leur lock that attaches the cassette to the spike was not screwed on and the spike fell out of the packaging into the sterile field. It was stated the staff was able to use the purge cassette; a new cassette was not obtained. The patient underwent the pci and the impella was successfully weaned and explanted the same day. There was no report of patient harm as a result of this event. After investigation of this complaint, it was found that this issue compromised sterility of the product.

Manufacturer narrative:
The impella device was not received from the customer. However, the investigation has been completed and noted the following: the product was not returned for investigation, and a data log review was not required for this case run. According to the clinical details, the purge cassette spike was not attached to the luer lock inside the packing, causing the spike to fall out onto the sterile field. The doctor was able to use the purge cassette. The reported purge cassette failure mode was changed to packaging issues - sterility since clinical details confirm that the poor connection between the luer and spike caused the spike to fall off and could impact the sterility of the product. No packaging/product image was provided. The cause of the packaging issue was not determined since product was not returned.